Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. One retain sample from the same lot (7547904) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to poor centration as a result of broken capsule, zonular weakness, dialysis and anterior vitrectomy. Another lens of different model was implanted successfully.